Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous antebrachial artery. This 4.0 x 20/40 (4f) sterling otw balloon catheter was selected. Inflation was performed outside the body to 10atm and ruptured. When the sterling balloon was inflated, the guide wire was not loaded into the guide wire lumen of the device and the device was not inserted into a sheath. The procedure was continued with another 4.0 x 20/40 (4f) sterling otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufaturer:the complaint device was returned for analysis. Magnified examination revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous antebrachial artery. This 4.0 x 20/40 (4f) sterling otw balloon catheter was selected. Inflation was performed outside the body to 10atm and ruptured. When the sterling balloon was inflated, the guide wire was not loaded into the guide wire lumen of the device and the device was not inserted into a sheath. The procedure was continued with another 4.0 x 20/40 (4f) sterling otw balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no other damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).